Manufacturer narrative:
Additional information: h6 - device code 4110: a work order search was performed and two additional similar complaint type events were found

Manufacturer narrative:
This product is not marketed in the us. Lens was twisted and remained inside the nozzle. Volume of used viscoelastic matter appeared enough. Top flange was pushed down until the end. Difficult to determine the root cause but it is possible that the user did not follow some of the instructions, as pushing screw plunger too fast/slow, on and off or left the preloaded system too long after the lens was delivered to confirmation point. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019, the surgeon was "pushing down top flange, there was uncomfortable feeling" of a ks-1 preloaded injector lens, 24.0 diopter, and "when pushed forward the rod, lens figure was abnormal and also felt resistance." The surgeon stopped the use and there was no patient contact.